Event description:
It was reported that the ilet issued persistent alert 38 motor stall alarms that suspended insulin delivery, with repeated restarts unsuccessful until the user identified a bent needle in the connector piece; replacing the connector and related supplies cleared the alert, and the user transitioned to multiple daily injections during the interruption. Symptoms included hyperglycemia with a reported peak of 337 mg/dl and elevated glucose for a few hours. Outcomes included no health consequences or lasting impact and no medical intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem, specifically a mechanical problem identified in the connector assembly consistent with a bent needle causing a motor stall alarm and insulin delivery interruption. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.